Event description:
The service report shows that while performing an incoming evaluation of the device, the breath rate was found to be iut of specification. The co's service technician inspected the device and replaced the rate switch assembly. The unit passed extended testing. This report is not an admission by that this device caused or contributed to the event alleged in this report.